Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed superficial pump cable damage, pump cable discoloration, and external pump cable bend relief discoloration. Although a specific cause for the superficial pump cable damage and discoloration could not be conclusively determined, the findings would not have contributed to the reported event. A specific cause for the patient outcome or low flow alarms, confirmed through review of the retrieved log files, could not be conclusively determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact and connected to the modular cable at the inline connector. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The inline connector bend relief was discolored yellow, and the pump cable was taped just proximal to the bend relief. Upon removal of the tape, two tears in the silicone jacket of the pump cable were noted. Distal to the velour section, a small section of discoloration was noted in the pump cable silicone that appeared to be a burn or scorch mark; however, the area was not damaged and a specific cause for the discoloration could not be conclusively determined. Visual and microscopic inspection of the wires revealed no wire damage that would have been present during support review of the retrieved log files from the returned pump and controller found multiple pump stops and restarts on (B)(6) 2022 which appeared consistent with shorting of the modular cable power wires due to exposed conductors (refer to manufacturer report number 2916596-2022-14327 regarding this finding). Transient low flow events and alarms were captured, after the pump stops seemingly resolved, on (B)(6) 2022 and on (B)(6) 2022 while the pump operated at the set speed. The 14-volt batteries powering the system were depleted on (B)(6) 2022, the controller backup battery powered the system until it too was depleted, and the pump turned off. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also describes all alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found in their flat, and when the implantable cardioverter-defibrillator (ICD) was interrogated the patient had received multiple shocks for ventricular arrhythmia during the night. The patient ultimately went into cardiac arrest and was asystolic. On post mortem, the patient was found to have a completely clotted left anterior descending artery. Related manufacturer report number: 2916596-2022-14327.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed superficial pump cable damage, pump cable discoloration, and external pump cable bend relief discoloration. Although a specific cause for the superficial pump cable damage and discoloration could not be conclusively determined, the findings would not have contributed to the reported event. A specific cause for the low flow alarms, confirmed through review of the retrieved log files, could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact and connected to the modular cable at the inline connector. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The inline connector bend relief was discolored yellow, and the pump cable was taped just proximal to the bend relief. Upon removal of the tape, two tears in the silicone jacket of the pump cable were noted. Distal to the velour section, a small section of discoloration was noted in the pump cable silicone; a specific cause for the discoloration could not be conclusively determined. Visual and microscopic inspection of the wires revealed no wire damage that would have been present during support review of the retrieved log files from the returned pump and controller found multiple pump stops and restarts on (B)(6) 2022 which appeared to be due to wire fatigue of the modular cable (refer to the modular cable evaluation regarding this finding). Transient low flow events and alarms were captured, after the pump stops resolved, on (B)(6)2022 and on (B)(6) 2022 while the pump operated at the set speed. The 14-volt batteries powering the system were depleted on (B)(6) 2022. The controller's backup battery then powered the system appropriately until it also depleted, causing the pump to stop. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also describes all alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to unknown causes. It was not known whether the outcome was device related.